Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone12.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the cannula was not properly inserted into the infusion site, and when the pod was removed, the cannula was found bent. The patient notes that the pink slide of the pod did not seem to move forward. Symptoms reported include nausea, vomiting, difficulty seeing, and was anxious. The patient was taken to the ICU unit and was treated with intravenous insulin. The patient was discharged on (B)(6), 2026.